Event description:
It was reported that during a superion indirect decompression system implant procedure, during the deployment of the spacer, the physician encountered resistance and the spindle cap came off. There may have been thick bone, osteophytes, or other obstructions such as soft tissue or bone causing the resistance. The physician replaced the defective implant with a new implant and easily inserted the implant.